Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed suspected intermittent atrial undersensing, far field r-wave (ffrw) oversensing and an alert had triggered for high atrial threshold. Additionally, the right ventricular (rv) lead displayed t-wave oversensing (twos) during recorded ventricular tachycardia non-sustained (vt-ns) events. Both leads remain in use. No patient complications have been reported as a result of this event.